Event description:
The event involved a tego® connector which reportedly leaked during patient use. The reporter stated that the patient had completed full dialysis session, washed back, tegos cleaned with clinell and when the patient coughed, blood came out of venous lumen through tego. The venous lumen was clamped straight away. The renal department contacted known users with following advice: "use the lines as if there are no tegos in situ and clamp the line whenever the line is disconnected. Check your batch number and isolate any with the numbers as above.¿ it was unknown if the device was quarantined. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Initial reporter: telephone number with extension - (B)(6).